Manufacturer narrative:
(B)(4). D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. D10 unknown tibial component lot # unk. Unknown femoral component lot # unk. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had knee revision surgery about eighteen years post implantation due to pain. The poly was replaced. At that time a patellar implant was fitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; b5; b7; d2a; d2b; d4; e1; g1; g3; h1; h6. The following sections were updated: h11. The reported event could not be confirmed due to lack of product/information. The device history record was not reviewed as no product part/lot information was provided. No further actions will be initiated as a result of reported event. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. All products manufactured follow appropriate standards, and the reported infection occurred > 90 days; therefore, implanted products are not identified as the source or contributing to the reported infection. Root cause has been identified as not device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1, a2, a3, b4, b5, d6, g3, g6, h1, h2, h3, h11 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.